Event description:
It was reported that an ilet user experienced high blood glucose of 319 mg/dl while ill with cough, chills, and sleep deprivation, sought guidance on delivering a manual insulin injection, and was advised to disconnect from the ilet for two hours if administering a manual fast-acting insulin dose and to consult their healthcare provider for dosing. Symptoms included hyperglycemia with concomitant illness-related symptoms. Outcomes included user counseling and education on hyperglycemia management and device use. Investigation included complaint intake, user interview, and product-use troubleshooting with education on appropriate manual injection procedure while using the ilet. Investigation of this case revealed no device malfunction was identified and the event appeared consistent with hyperglycemia associated with intercurrent illness rather than a device performance issue. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with user condition and illness-related insulin needs. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.